Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the sigmoid sinus using penumbra coils 400 (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the physician implanted multiple pc400s in the target location. When inserting the next pc400 into the px slim catheter, the pusher assembly of the coil kinked. Therefore, the pc400 was removed. The procedure was completed using a new pc400 and the same px slim. There was no report of an adverse effect to the patient.